Event description:
A trialysis catheter was placed in a very sick patient, with multiple life-threatening conditions. One of the clamps on the dialysis lumens would not stay clamped and had to be re-clamped twice. There was concern that the clamp opened up and caused an air embolism in the patient. The doctors, nor the hospital, hold the trialysis or bard responsible for the coding of the patient, but there was concern that our clamps needed to be looked at. The sample was not retrieved from the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was not remained from the patient. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.